Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported pain after being implanted. She also had preexisting capsulitis/frozen shoulder/labram tear that had gotten worse since implant. The patient had been ill with a virus in (B)(6) 2015 and went to the emergency room. At this same time, she was feeling weird electrical pulses, so she turned stimulation off for a couple of days. This then felt better so she turned it back on. She then felt a heaviness in the left arm, so she turned it off again. Difficulty charging had occurred in the past, of which was resolved with the aid of manufacturer representatives (reps). Relevant medical history included non-malignant pain. Follow-up was performed to determine what actions were taken to address this event and if it was resolved.